Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm blood leaked out of the control plug the following information was provided by the initial reporter: at 10:39 on (B)(6) 2023, after successfully indwelling the patient's artery, the needle was withdrawn and the flow switch was turned off. The flow switch failed to close the catheter, causing arterial blood to flow out. Press the radial artery immediately to prevent large amounts of blood from flowing out, and connect the pressure sensor immediately.

Event description:
At 10:39 on december 4, 2023, after successfully indwelling the patient's artery, the needle was withdrawn and the flow switch was turned off. The flow switch failed to close the catheter, causing arterial blood to flow out. Press the radial artery immediately to prevent large amounts of blood from flowing out, and connect the pressure sensor immediately.

Manufacturer narrative:
Based on the DHR review, there is an inspection to inspect for leakage and aspiration failure, no leakage or aspiration failure qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo / sample is received. If there is a sample received, the leak area can be observed and investigated on its cause. The complaint will be re-open when there is a sample received. The complaint trend will be tracked and monitored.